Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the clip was stuck in the applier after clipping the vessel. No injury reported.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc kenosha, wi facility as part of a 50-pc. Lot in october of 2020. Evaluation of the returned instrument shows that the jaws are both bent and damaged and the laser marking of "weck 5mm" is rotated 180 from its originally assembled and marked location on the outer tube assembly and the jaw pivot pin has been welded on both sides to the outer tube assembly. Functional evaluation shows that when a clip is loaded and the handle to jaw mechanism is actuated the clip sticks in one of the eyelets of the damaged jaws. We are able to validate this complaint. We are unable to determine what caused the jaws to be bent and damaged and for the clip to remain in the damaged jaw eyelet and for the laser marking to be located 180 from its proper location but mishandling of this device at the end user's facility and un-authorized repair servicing is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
Reported issue: the clip was stuck in the applier after clipping the vessel. No injury reported.